Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. At the time of taking the suture prior to use, the primary packaging was open. Because of this condition, the product was not used. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information provided: ethln blk 18in 2-0 s/a sc-20 (14504t): affected side: unknown reason the product is not available: available. Ethln blk 18in 2-0 s/a sc-20 (14504t): lot/lot number: ax1955. List the j&j products that were used during the case but did not contribute to the reported event. N/a. Was there any harm to the reported patient or user? No. Was there a significant delay? No. If available, please provide the product order number (po). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please describe the sterile packaging: the product was in its original sterile packaging, but at the time of pre-use review, the primary packaging was identified as open. Were there any issues with the seal of the sterile packaging? Yes, there was a problem with the seal, it came open from the factory. Are there any tears/holes in the sterile packaging? No. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) (B)(6), (B)(6) hospital. Please perform and document the follow up attempt for product return. (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.